Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A flexible reamer was returned for evaluation. Visual examination of the returned product identified the reamer shaft was fractured and a portion of it remains in the reamer head. The device has an approximate field service age of 12 years and it is unknown how many times the device was used. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of previous investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed as no investigative inputs were provided for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available.

Manufacturer narrative:
(B)(4). Report source: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured during use. No further information has been made available at this time.